Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the hand w/q-coupl (part# 397.700 lot# 4l74205 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the flat spring of the device was bent and hence causing the locking bolt of the device to be loose. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: functional testing of the received test was not performed at cq as the device was received by itself. However, it was confirmed that the flat spring was bent, hence causing loss of tension and the locking bolt would not lock. Can the complaint be replicated with the returned device(s)? Unable to perform dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the hand w/q-coupl (part# 397.700 lot# 4l74205 qty# 1). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device history lot: part: 397.700, lot: 4l74205, manufacturing site: bettlach, release to warehouse date: sept 3, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon used another handle with quick coupling to complete the procedure.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the handle for gouges and chisels would not lock onto the attachments. There was no reported surgical delay. No fragments were generated. The procedure was completed successfully. Concomitant devices reported: gouge, straight 10 mm (part number 397.820, lot unknown, quantity 1), gouge, straight 15 mm (part number 397.830, lot unknown, quantity 1), gouge, curved 10 mm (part number 397.860, lot unknown, quantity 1), gouge, curved 15 mm (part number 397.870, lot unknown, quantity 1), chisel, flat, straight 16 mm (part number 397.910, lot unknown, quantity 1), chisel, flat, curved 16 mm (part number 397.930, lot unknown, quantity 1). This report involves one (1) handle for gouges & chisels qc. This is report 1 of 1 for (B)(4).